Manufacturer narrative:
Manufacturer's investigation conclusion: the reported narrowing of the driveline was confirmed through the evaluation of the submitted images. Although a specific cause for the narrowing couldn¿t be conclusively determined, it did not contribute to an electrical issue. The submitted images captured an area of narrowing in the driveline, which appeared to be at the proximal end of the patient¿s previous driveline replacement site. Despite the narrowing, no areas of concern for breakdown in the shield or potential wire compromise were observed. The submitted log files collectively contained events from 31jul2023 through 22aug2023 and from 05sep2023 through 27sep2023. No notable events or alarms associated with the pump were observed. The pump appeared to function as intended for the duration of the files. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a heartmate ii patient with a previous driveline repair had routine driveline images taken which revealed a narrowing of the percutaneous lead. There was no gross discontinuity of the driveline, but the sheathing was potentially frayed given the waist-like narrowing of the external sheathing at the connector at the mid aspect of the line, on the side to the left ventricular assist device (lvad). It was noted that the patient did not experience any alarms or symptoms at the time of the event, and technical services stated that the narrowing of the percutaneous lead did not appear to be affecting pump operation. Technical services also noted that there would not be enough room to perform a second repair on the driveline given the location of the first repair. Additional log file review revealed that the pump's phase data appeared to be within normal parameters and had not triggered any driveline fault alarms.

Manufacturer narrative:
Section b5: the patient's previous driveline repair is captured under MFR # 2916596-2019-03940. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.